Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.

Manufacturer narrative:
The complaint device is currently under investigation. A follow up report will be filed to reflect the results of evaluation. Device under investigation.

Manufacturer narrative:
The complaint tubing was received. Visual observation indicates presence of fluid inside the tubing. The fluid is a biohazard and therefore cannot be tested. The report does not indicate specific failure on this tube set that would have caused patient extravasation. The failure could not be identified for this tube set. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 8 other complaints for this lot of devices that were released to distribution. Since, the exact failure cannot be identified with the tube set in this complaint, a root cause for the reported patient issue cannot be determined. Should any additional information be available in the future, this complaint will be re-opened and re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported an issue with fms tubing and pump which caused patient extravasation. The sales rep could not provide product code/lot number of tubing or any other info at the time of initial report of this incident. Additional information obtained from the safety officer at the hospital verified the product code and lot numbers from the tubing and the serial number on the pump. The pump and tubing were sent to their local biomed group for testing. It was verified that there was no patient consequences, but still attempting to get more details.